Manufacturer narrative:
This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on oct 07, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an infection at the ear canal, mastoid antrum and tympanic cavity. The infection was reportedly unrelated to the cochlear implant. Reimplantation is planned but had not taken place at the time of this report.